Event description:
It was reported by service report that the nurse call system was not functional. Customer reported that there was patient involvement. However, no adverse consequences were reported.